Manufacturer narrative:
Document review: cocr femoral head size 32 m: ref. 01.25.022 / lot 133981 ((B)(4) heads produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) heads belonging to this lot have been already sold without any other similar incident. Amistem c cemented femoral stem size 6 lat ref. 01.18.106 / lot 134181 ((B)(4) stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) stems belonging to this lot have already sold without any other similar incident. From the data collected, there are no evidences that the infection is device related.

Event description:
Imp ref #(B)(4).